Event description:
It was reported that 429 bd 10ml syringe luer-lok¿ tips experienced broken/damaged plunger rods, missing scale markings, and device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no.: 301029; batch no.: 9273358. It was reported that the plunger is damaged and scale markings are erased or irregular. Plunger is damaged and in many cases, graduations are erased or irregular.

Manufacturer narrative:
H6 investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 429 bd 10ml syringe luer-lok¿ tips experienced broken/damaged plunger rods, missing scale markings, and device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no.: 301029, batch no.: 9273358. It was reported that the plunger is damaged and scale markings are erased or irregular. Plunger is damaged and in many cases, graduations are erased or irregular.